Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the lens haptic came off when the intraocular lens (iol) was being inserted into the eye. The incision was enlarged to remove and replace the lens within the same surgery. The lens was thrown away inadvertently. The lens was replaced with the same type lens, a model z9002, a 20.0 diopter lens. No further information was provided.

Manufacturer narrative:
No visual inspection of the complaint sample was performed since the lens was discarded by the surgical site. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances generated during the manufacturing process. The product met manufacturing release criteria. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.